Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the patient experienced increased leg pain and increasing leg weakness in (B)(6) 2016. The patient underwent an MRI procedure on (B)(6) 2017 to assess her increasing leg weakness. At 45 minutes into the MRI procedure, the patient exited the MRI scanner for the administration of gadolinium contrast medium, and the patient was found to be unresponsive and had experienced respiratory arrest and cardiac arrest. Emergency medical services (ems) were called, the patient was administered narcan and atropine, and a pulse was obtained. It is unknown when the patient went into cardiac arrest and how long the patient was unresponsive before exiting the MRI scanner. The patient was taken to the emergency room and admitted to the ICU. After the MRI, it was observed that the volume of undelivered drug remaining in the pump reservoir was less than the expected volume based on the programmed infusion rate (potential over-infusion of drug). The pump reservoir volume was not checked before the MRI procedure. On (B)(6) 2017, a CT scan showed encephalopathy due to anoxia. The patient died on (B)(6) 2017. Pump therapy was intended to treat back pain secondary to failed back surgery. The pump therapy medications were fentanyl (250 mcg/ml) and bupivacaine (1 mg/ml).

Manufacturer narrative:
Visual examination of the returned pump showed no exterior anomalies. The results of extensive tests showed the pump was performing normally. The investigation concluded that the pump operated per specification. The root cause of the patient's death remains undetermined. Internal complaint number: (B)(4).